Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during follow, the right ventricle (rv) lead was discovered to have poor sensing values. In the last year the sensing value dropped down progressively. In (B)(6) 2016, during device replacement, the sensing values were still poor. On (B)(6) 2019 a new rv lead of a different model was added to replace the old lead. All sensing values were normal, and no adverse patient effects were reported. The old lead was capped.